Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. The pentaray nav high-density mapping eco catheter was difficult to maneuver after being inserted into the body. After the catheter was removed, the spline broke off and completely separated from the catheter. The spline broke off inside the sheath and not in the body. When the catheter was replaced, the issue resolved. Additional information was received. The internal wires of a single pentaray spline was exposed. The single spline was rough. One spline was completely damaged and lifted. There was no patient consequence. The device evaluation was completed on 11-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of all features was performed following bwi procedures. Visual inspection was performed, and one spline was observed detached from the tip leaving internal components exposed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain (IFU) the following warning and precaution: prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and a tip fully separated issue occurred. The pentaray nav high-density mapping eco catheter was difficult to maneuver after being inserted into the body. After the catheter was removed, the spline broke off and completely separated from the catheter. The spline broke off inside the sheath and not in the body. When the catheter was replaced, the issue resolved. Additional information was received. The internal wires of a single pentaray spline was exposed. The single spline was rough. One spline was completely damaged and lifted. No picture available. There was no patient consequence. The event was assessed as MDR reportable for a tip fully separated issue.